Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt diaphragmatic and nerve stimulation a couple days post implant. The right ventricular (rv) lead had high thresholds, failure to capture, and under-sensing. It was reported that the rv lead was dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.